Manufacturer narrative:
Three samples were received for evaluation. All three samples arrived out of the pouch and primed. Visual inspection showed that the vent cap was closed on (2) samples and open on the third. No obvious defects were noted during visual examination. Each sample was functionally tested by spiking it into an in-house 1000 ml solution bag filled with reverse osmosis water. The samples were then primed and checked for flow. Each sample was then, attached to the top y site of an in-house primary set which was also spiked into an in-house 1000 ml solution bag of water. The setups were checked for flow by switching from the primary to the secondary. All samples primed and flowed normally when in solo use or when used in the secondary mode. The reported condition of no flow was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink duo-vent secondary medication sets were observed not flowing during patient infusion of antibiotic solution. The customer indicated that clinicians were instructed to re-tighten and connect/disconnect the sets when no flows were observed, but that did not resolve the reported problem. The reported problems were resolved by swapping with different sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.